Manufacturer narrative:
Involved device was not returned for evaluation. The failure investigation was limited to a review of user facility information and quality records for the reported lot number. Results - is based upon evaluation of user facility information. Conclusions - is based upon evaluation of user facility information. Follow-up communication has been conducted with the uf medwatch reporter. The risk manager confirmed that the device was used through a metal entry needle contrary to the labeled instructions-for-use. She indicated that the device would not be released from the hospital, but photographs may be available. The reporter emphasized that all of the user facility risk review meetings confirmed that neither the guide wire nor the segment of sheared coating that was removed impacted the patient condition or clinical outcome. Although requested, photographs of the device have not been provided for evaluation. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the sheared coating cannot be definitively determined from the available information, the event description is consistent with damage to the polyurethane coating due to manipulation of the glidewire through a metal entry needle. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.

Event description:
Per the user facility medwatch report, the event is described as follows: "patient had underwent a left antegrade femoral artery puncture to perform remote atherectomy to the superficial femoral and popliteal arteries. Post cath, she was noted to have life threatening hemorrhage and one episode of code blue for hypotension. CT-scan showed a large intra and retroperitoneal hematoma with a foreign body in the left common femoral. This foreign body was determined to be the coating off of the glide wire and was retrieved during a subsequent surgery." During follow up communication with the uf medwatch reporter, she stated that the patient expired at some time after the reported sequence of events. The risk manager stated repetitively that the facility has held several assessment meetings and each concluded that the guidewire device "was not implicated in the patient condition" or the ultimate clinical outcome.